Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the united states of america. It was reported that the rotaflow is shutting off when moving it, no harm to any person has been reported. Based on the information that the device is shutting down, the event can result in a risk for harm of any person therefore, a report is required. The affected rotaflow console with s/n: (B)(6) was investigated by a getinge field service technician and the reported failure could be confirmed. The battery pack for rfc (article number: (B)(4) has been replaced. After the replacement the device was tested for safety and functionality and is working as intended. The device was returned to the customer and is cleared for clinical use. A similar complaint has previously been investigated by getinge life cycle engineering (lce), and the most probable root cause could be determined as an increased internal resistance in the battery. Based on these investigation results the reported failure could be confirmed. The review of the non-conformities has been performed on 2025-03-31 for the period of 2011-07-22 to 2025-03-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2011-07-22. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1: before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in the united states of america. It was reported that the rotaflow is shutting off when moving it. No additional information was received. Further information about the event was requested but is still pending. No harm to any person has been reported. Based on the information that the device is shutting down, the event can result in a risk for harm of any person therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow console) has been manufactured in 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.